Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 799-899 mg/dl and a high ketone level. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved. Additionally, it was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed.